Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) full lead. Visual inspection: distorion and fractue of the distal conductor was noted. Upon visual inspection it was noted that the lead was deformed/fractured in a 5cm prox. Section of the inner coil. Upon visual inspection it was noted that the lead was damaged during the implant process.

Event description:
Screw would not extend / retract edited 22-apr-2010 at the time of implant the screw would not extend/retract. The device was not implanted. No patient complications have been reported as a result of this event.